Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. Customer¿s blood glucose level was unknown. Customer stated that drive support cap was normal. Troubleshooting was performed. Customer stated that the insulin pump was exposed to strong magnetic field. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify e70 alarm due to motor error alarm.